Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Examination of returned device was inconclusive the root cause could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight" evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2003. Subsequently, patient was revised on an unknown date due to a fractured tibial base plate. The tibial plate and a femoral component were removed and replaced.